Manufacturer narrative:
Patient developed an abscess after stage 1 surgery for fixture implantation. All healing components and the central screw were removed and replaced following clean out.

Event description:
Surgical treatment for deep infection. No clinical signs were reported. The procedure took place on (B)(6) 2025.